Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1317805) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
The following info was reported: no advancer tube after pulling sheath up. Converted to manual pressure for 10 minutes and hemostasis was achieved. The pt was not hospitalized. On (B)(6) 2014, it was reported that dr scott took the device apart because he was worried that the sealant went into the artery. After looking at the device the sealant was still in the device. The device is not available to be sent back for investigation. Stick location: above femoral head.